Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two unspecified mentor smooth saline breast implants and experienced bilateral grade iii capsular contracture postoperatively. A healthcare professional observed that the patient had bilateral capsular contracture. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor smooth round moderate plus profile prostheses (catalog #: 3502300, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2007. The devices were discarded and are not available for product evaluation. This report is for the right-sided prosthesis.